Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient death, patient vessel perforation and patient complications' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported during the first treatment strategy from a thrombectomy procedure on (B)(6) 2021, the patient suffered vessel perforation /rupture on stenosed artery and hiv which were treated with the medication and subsequently there was patient death. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure, disease under study and to an underlying condition. No further information is available.

Manufacturer narrative:
H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported during the first treatment strategy from a thrombectomy procedure on (B)(6) 2021, the patient suffered vessel perforation /rupture on stenosed artery and hiv which were treated with the medication and subsequently there was patient death. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure, disease under study and to an underlying condition. No further information is available.